Event description:
It was reported the pt had hallucinations and psychosis. Pt was in ICU and intubated. The hcp wanted to shut off the pump. The drug in the pump was prialt. Additional info received indicated the pt was out of ICU, but remained in the hospital. The pump was turned to a minium rate. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.